Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Customer¿s blood glucose level was in the range of 40 mg/dl and other relate blood glucose levels ranges in 40 mg/dl to 50 mg/dl and in 60 mg/dl or 50 mg/dl. Customer was treated with food. Customer was not using auto mode of insulin pump. Customer did not allege that insulin pump was over delivering. Customer stated that during the last set change they recalls insulin dripping or squirting from end of set before connecting at their site. Customer reported that the programming of insulin pump was accurate. The insulin pump will not be returned for analysis.